Event description:
It was reported while x-ray and CT scans were performed at fu erosion was observed at l4-l5 and l5-s1 at endplates of vertebral bodies. It was reported that the endplates appeared to be hollow. No revision surgery is scheduled.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Medical interpretation: multiple lateral x-rays and sagittal CT scans performed of l4-l5-s1. Construct transforaminal lumbar interbody fusion (tlif) performed with minimally invasive spine surgery (mis) screws. Overall position of all devices is excellent. Initial post-op CT sagittal supports possible endplate injury during surgery with resultant subsidence in follow-up studies. Remodeling due to no bearing around device. It appears to be primary issue although subsidence has occurred and no solid fusion through device is verified. Inconclusive.